Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. Blood glucose levels ranged from 192 (mg/dl) to 242 (mg/dl). Reportedly, the customer was able to load a cartridge successfully each time the issue occurred, and continued to use the pump for insulin therapy.